Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.that may have occurred.

Event description:
It was reported that the patient had a cardioversion. After the cardioversion there was noise and oversensing seen on the right ventricular lead and only noise on the atrial lead. After a couple of minutes it went away and could not be reproduced. Both leads remain in use. No patient complications have been reported as a result of this event.